Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter was reading inaccurately high compared to another meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer care advocate (cca). The patient alleged that the issue began on (B) (6) 2010 (time not specified). A patient reported blood glucose results of "85 mg/dl" with a lifescan meter and "61 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <=30% and/or <=30 mg/dl. The patient manages her diabetes with insulin (self adjuster); however, denied making any changes to her regimen after the alleged issue occurred. Ten minutes after the reported issue began, the patient complained of feeling shaky and sweaty. The patient administered self-treatment with orange juice at an unspecified time later. At the time of troubleshooting, the cca verified the correct unit of measurements on the subject meter and that the blood glucose result was from the approved (per owner's manual) sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.